Manufacturer narrative:
The field service engineer (fse) discovered the tube on pinch valve pv43 came off. The fse reconnected the tube to pinch valve pv43 and resolved the issue. No defects were noted. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately one half cup of blood fluid and diluent leaked at the front and outside the instrument during sample analysis involving coulter lh 500 hematology analyzer. The customer opened the right side door of the instrument and noted clear fluid leaked above the laser cover. The customer turned the unit off. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. No erroneous patient results were generated. The customer did not have direct contact with the fluid; no exposure to open lesions or mucus membranes. There was no operator injury or adverse effect associated with this event. The facility has an exposure control/risk management protocol in place. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.